Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr testing on (B)(6) 2021 generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrected data: g4: eua number corrected to eua(B)(4). Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 148363 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148363 and device part number 195-430h / lot 141974a. The lot met the required release specifications. A review of the complaints reported as false negative and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148363 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.